Event description:
It was reported that this pacemaker system exhibited high out-of-range impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. Noise and oversensing were also observed, which resulted in pacing inhibition. The patient didn't experience asystole. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.